Event description:
It was reported that the procedure was to treat a lesion the circumflex artery. The unspecified bmw guide wire (gw) was positioned in the vessel and after stent implantation, a 3.25x15mm nc trek balloon dilatation catheter (bdc) was advanced over the wire, but became stuck on the wire. The bdc could be retracted with difficulty, but the bdc and gw were removed as a single unit. There was no adverse patient effect reported and no clinically significant delay reported. Another gw and balloon were used for post-dilatation to complete the procedure. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device is not returning for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc trek balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to initial report, the following information was received: it was reported that the unspecified balance middle weight (bmw) guide wire (gw) was an ht bmw universal ii gw. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.